Event description:
The valve and the catheter were implanted on (B)(6) 2022 . In (B)(6) 2024 , the patient showed symptoms of hydrocephalus. The CT scan revealed that the shund was disconnected at the turing point of the lumbar spine. A shunt adjustment was performed on (B)(6) 2024 . On (B)(6) 2024 , the shunt was removed following recommendations by the healthcare committee due to the post-operative intracranial infection that appeared after the shunt adjustment.

Manufacturer narrative:
The valve was removed by the hospital, but the product has not been returned. According to the traceability analysis, the valve in question conforms to our specifications. Furthermore, based on the batch number, the valve was sold without a catheter. In conclusion, as the product has not been returned, we are unable to determine the root cause of this incident. This report is being resubmitted because the previous report sent on 11/22/2024 was not accepted (due to an incorrect follow-up number).

Event description:
The valve and the catheter were implanted on (B)(6) 2022. In (B)(6) 2024, the patient showed symptoms of hydrocephalus. The CT scan revealed that the shunt was disconnected at the turing point of the lumbar spine. A shunt adjustment was performed on (B)(6) 2024. On (B)(6) 2024, the shunt was removed following recommendations by the healthcare committee due to the post-operative intracranial infection that appeared after the shunt adjustment.